Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure on (B)(6) 2019. Upon review, it was revealed that on (B)(6) 2019 the implantable cardiac monitor noted an alert initiated transmission that exhibited three pause episodes recorded since implant. Upon reviewing the remote transmission device demonstrated no alerts on fast path summary. It was suspected that these pause episodes occurred during the device implant procedure patient was stable and will continue to be monitored.